Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report about the device not generating an audible alarm. The unit had recorded multiple events of errors and alarms which had not audibly alerted the nurses when it was checked by the biomed. Customer indicated that there is no patient injury with this event.